Event description:
It was reported the pen will not calibrate properly to screen, screen also flickers on and off. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported stylus calibration issue; the touch screen was out of specifications. It was noted screen flickering was not confirmed. It was also noted the stylus was missing.